Manufacturer narrative:
Immediately upon receiving the handpiece at issue (without the head cap) from distributor (B)(4), (B)(4) conducted a thorough eval to try to determine the root cause of the head cap coming off in the pt's mouth. A copy of (B)(4) eval report is attached here to. (B)(4) inspected the handpiece under magnification and found that the inside of the chuck showed signs of excessive rubbing against the inside face of the head cap. This could perhaps theoretically occur if the chuck is excessively turned when loosening the chuck, but (B)(4) believes this would be extremely rare and was unable to confirm if that is what occured in this instance. (B)(4) was also unable to confirm whether the head cap itself may have been loosened and then improperly tightened by the dentist. (B)(4) also conducted testing with ten new head caps on the handpiece in question to measure the thread loosening torque. No abnormalities were found, and thus (B)(4) has concluded that there were no problems with the head cap assembly for this particular handpiece. (B)(4) also measured the thread loosening torque for twenty new handpieces of the same model and again found no abnormalities. Conclusion: our investigation could not pinpoint the cause of the head cap loosened from the handpiece and came off into the pt's mouth. The investigation could not find any mfg defects by (B)(4), either. In the end, (B)(4) could only not find any abnormalities on this handpiece; therefore, (B)(4) can state that the handpiece was a good one.

Event description:
The small cap on the back of a dental handpiece reportedly came off in a pt's mouth during a crown preparation procedure and the pt reportedly swallowed the cap. The pt did not require any medical intervention and reportedly has passed the cap naturally.